Event description:
On (B)(6) 2010, a patient/layperson complained that his blood glucose results on the morning of the call were inaccurately erratic: 224, 200, 72, and 199 mg/dl. The patient informed the customer care advocate (cca) that he took less novolog insulin (unknown if by injection or via his pump), so that his blood glucose would not become too low. Two hours later, the patient allegedly developed a headache. There is no indication the product contributed to injury since the patient's symptom of a headache does not meet criteria for a serious injury. Also, the patient received no medical intervention. However, because the variance of the reported results is greater than the expected less than equal to 20%, the complaint is reported. The patient had no control solution to trouble shoot with the cca who replaced meter and test strips and included control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.